Event description:
In 2006 a patient was treated for a dissected thoracic aorta using three gore tag thoracic endoprostheses. A final angiogram revealed a proximal type I endoleak. Four days later, a fourth tag graft was placed which successfully sealed off the endoleak. The patient tolerated the procedure.

Manufacturer narrative:
Please note: additional device used in this procedure include tg3415/lot lot: 04322636 and tg4020/lot lot: 03623379.